Event description:
Additional information received corrected that the "higher predicted residuals at refill on (B)(6) 2012" reported previously was a patient symptom. It was noted that "the patient will have catheter replaced when pump is replaced for end of life."

Event description:
It was reported that there was a volume discrepancy. There were higher predicted residuals at refill on (B)(6) 2012. Exact residual volumes were not provided. Diagnostic imaging (x-ray) found intact catheter tubing on (B)(6) 2012. The medication in the pump was lioresal (baclofen). No patient injury was reported. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported pump battery end of life. The entire system was explanted on (B)(6) 2012. The patient outcome was noted as resolved without sequelae on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).